Event description:
While using a byte night aligners, patient reported that they have experienced pain and discoloration in their upper anterior central incisors. They were examined by a dentist that found slight mobility in #8 and #9 and a pink appearance to tooth #8 indicating a disruption to the pulp or blood flow inside the tooth. Patient still has a large diastema that is still present between #8 and #9. It did not appear to dentist as though much progress was made despite being more than half way through the aligner treatment. Dentist recommended patient to stop aligner treatment in hopes that the trauma to #8 is reversible. A follow up exam revealed a necrotic pulp and the patient had a root canal treatment done by an endodontist and subsequent build up and crown procedure. #9 is still being monitored and is asymptomatic at this time.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.